Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the scs system. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Evaluation codes: results: the complaint was not confirmed. As received, the tripole was cut into two pieces with extensive explant damage (electro-cautery mark with broken wire). It failed continuity test on two non-program channels. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the scs system is not helping to manage the patient's pain. Reprogramming was attempted to no avail. Reportedly, a CT scan and x-rays were ordered to determine if the lead has migrated. Surgical intervention may be undertaken as the next course of action.